Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned.the reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was moderately tortuous. During deployment of the xience v 3.0 x 28 mm stent, a distal edge dissection occurred. The dissection was treated by using another xience v 2.75 x 15 mm stent. There was no reported clinically significant delay in the procedure. No additional information was provided.